Manufacturer narrative:
The pt remains ongoing on lvad support. The power module was removed from service and replaced with a new power module. The MFR has rec'd the device for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's eval has been completed.

Event description:
The pt was implanted with left ventricular assist device (lvad). It was reported by the clinical director that power module showed a yellow wrench and a red battery with no communication to the display module. Consequently, the pt's pump stopped for approx 10 seconds.